Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted that the occlude feet on the main body beneath the white sleeve were broken. The reported condition was verified. The cause of the broken occlude feet was caused from foreign solvents, dye, or cleaning agents exposed to the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was broken and "losing its locking thread", which resulted in a leak. The leak was discovered after use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.